Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient went to emergency medical services due to low blood glucose level issue event on 03 apr 2026. The patient subsequently admitted to hospital and remained in hospital from 03 apr 2026 to 10 apr 2026 and was treated with intravenous fluids